Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the stock out report was not printing when a medication was pulled. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date. A supplemental MDR was submitted to reflect the device manufacture date

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the stock out report was not printing when a medication was pulled. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stock out reports were not printing out. A technical support specialist identified that the stock low and stock out reports were not printing due to an issue with the report server. After restarting the server, all pending stock out reports from the past month printed at once. The customer confirmed that print jobs were sent successfully but not printed, likely due to a network printer issue specific to the nellis mtf. Logs showed no retry attempts, suggesting the jobs reached the printer but couldn't be verified due to lack of access. The tss concluded the issue was isolated to the nellis network printer. The system functioned as intended after the technical support specialist investigated the device. E1: initial reporter facility name - nellis air force base mike ocallaghan federal hospital